Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 400 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus administered by customers husband. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. However, contact asked that tandem technical support follow up to ensure bg was normalizing. Upon follow up with contact, reportedly the customers bg was trending downward and was currently at 265mg/dl.